Event description:
The device has been explanted. The device was also found to be not PMA/510k approved. Record will be unreported.

Manufacturer narrative:
The device was also found to be not PMA/510k approved. Record will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. The device remains implanted.